Manufacturer narrative:
A patient was experiencing low impedance was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 3006705815-2021-02849. It was reported that the patient experienced low impedances on their scs system depending on their body position. In turn, the patient underwent surgical intervention wherein the system was interrogated. When the lead was tested with an external cable, the impedance values read within normal ranges. The physician explanted and replaced the scs ipg and the lead was connected to the new ipg. The impedance levels were normal. As the issue was determined to be caused by the ipg and not the paddle lead, this device is no longer considered to be reportable.

Event description:
It was reported that the patient has low impedances on their scs lead. X-rays were performed but with undetermined results. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient was experiencing low impedance was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.